Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records for (B)(4) did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the cd4jc1 lot code. A review of the x-ray is unable to confirm the cup loosening but is able to confirm that the stem did fracture. The cause of the fracture is undetermined, however, the x-ray images suggest that obesity may be a factor. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for a2ggx1 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the cd4jc1 lot code. A review of the x-ray is unable to confirm the cup loosening but is able to confirm that the stem did fracture. The cause of the fracture is undetermined, however, the x-ray images suggest that obesity may be a factor. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges a broken femoral stem resulting in pain, immobility and damage to surrounding bones and tissues. Additionally, a DHR and part/lot was provided by the legal department. (B)(6) 2014 - x-ray cd received and placed in file - (B)(4). Update rec'd (B)(4) 2014- medical records received. Part/lot was provided. A correct dor was given of (B)(6) 2012. After review of the revision operative note cup loosening was noted. The cup is now being reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.